Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise found on leads with high threshold on rv. The lead was explanted and replaced during generator change. Should additional information be received, this file will be updated.